Event description:
It was reported that during a bph prostate procedure, at 325,669 joules of use and 42:50 minutes, the customer reported "fiber cracked just below tip". The procedure was completed using a second fiber. Patient outcome: "ok" reported. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-503a-(B)(6): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion and melting of metal output area location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.